Manufacturer narrative:
The reported event of insulation damage was confirmed. The cause of the insulation damage is consistent with procedural damage. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device implantation when using the lead, the physician found that blood had penetrated into the insulating layer of the lead. Later, after careful observation, the insulating layer was observed to be damaged. The lead was replaced. The patient¿s condition is well.